Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient developed an irritation at the pod¿s insertion site (abdomen) while wearing the device between 49 and 71 hours. The infusion site was reported to be bruised, painful and itchy. The lg sought medical attention via telephone and email from a healthcare provider, and the patient was prescribed flixonase spray.